Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted. However, a slightly out of phase motor encoder signal was noted. No damage to the keypad assembly, unlocked keypad connector or button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked case at the reservoir tube window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a motor error alarm during a basal delivery. Customer's blood glucose was 413 mg/dl. The customer will treat their blood glucose with a manual injection. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.